Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the size of air bubbles is 3 centimeter and occurred after 6 hours. The customer noticed the transfer guard is not connected to the reservoir correctly and catheter can't be connected to the reservoir straight. The customer was advised that we sending replacement.